Event description:
(B)(4). Oh my, where do I start have severe punching stabbing pelvic pain especially near the sides of my lower abdominal , onset of anxiety , pstd, depression. Weight gain, I can't control anymore high blood pleasure , high cholesterol , I take so many medicines. Now it's sickening I take in pain my lower back used to take spells but now it constantly throbs, moodiness, irregular periods sore breast, horrible pms in which I've never had . I never been allergic to anything in my life and have always enjoy a healthy snack and now I'm so allergic to almonds just the oils can kill me, constant migraines, my memory is horrible and yes my ob that delivered my last child did my procedure, the only thing he stressed to me was it wasn't reversable and was I sure I wanted it if I knew this device was going to cause me this much misery or even told there was a slight chance I would have never done this.